Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had normal blood glucose levels of 96 mg/dl. The mother of the customer reported a blank display on the insulin pump. Troubleshooting was done. The customer was sent a new battery cap for the insulin pump. The customer installed a new battery for the insulin pump. The display of the insulin pump returned. No additional information was provided.